Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire representative evaluated the device onsite. Root cause given was control unit of flap valve is defective and burnt through. All single voltages were checked, new shutter motor was connected, all functions were tested several times, all cable connections, pc and system box were checked for connection problems, both ms-diff validated with jqm pump, 2 leaking sample tubes were sorted out, all shutter heads were checked (several seized), o2 cell at vyntus cpx was reset and date was saved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the control unit of masterscreen-pft is burnt. The customer confirmed that there was no patient involvement associated with the reported event.